Event description:
Complaint confirmed. Complaint was confirmed, device was returned for air compressor failure. During evaluation the pump alarmed after excessive pneumatic charge attempts. The device was reverted to manufacturing mode and underwent pneumatic hardware testing. Device failed pneumatic recharge testing consistent with a failed air compressor. An internal investigation found no additional damage.

Event description:
The following has been reported: biomed reported: "service needed code" patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.